Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in an in-stent restenosis of a non-bsc stent in the distal right coronary artery (rca) at the bifurcation of the postero-lateral artery (pla) and posterior descending artery (pda). After pre-dilatation was performed with an emerge balloon catheter, a guidezilla guide extension catheter was positioned in the mid rca for support. Subsequently, a 2.75 x 38 synergy ii stent was attempted to be advanced to treat the lesion; however, the proximal portion of the stent shaft broke outside the patient. The device was removed and the procedure was completed with a 3.0x38 synergy stent. No patient complications were reported.